Event description:
It was reported to medtronic minimed that the customer alleged the pump easily lost the transmitter signal. The customer also reported that the transmitter battery lasted two days and they were unable to charge the transmitter properly. The customer had experienced many spikes in hyperglycemia and hypoglycemia. The customer received no treatment for hypoglycemia. The customer treated with insulin pump for hyperglycemia event. The event involved product mmt-7911ww. Troubleshooting was not performed for pump easily lost the transmitter signal allegation, and it was unknown whether the reported issue was resolved or not. Troubleshooting was performed for the transmitter battery lasted 2 days and unable to charge the transmitter properly events and confirmed that the customer changed the charger batteries several times and the transmitter was fully charged before it was connected to the sensor, but it didn't solve the problem. No further patient complications were reported. No product return is required for mmt-7911ww.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.